Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found a piece of haptic missing. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6 mm micl12.6, -15.5 diopter, implantable collamer lens was torn during loading. The reporter stated that alternate forceps were used to load the lens since they only had one forcep for visian icls and the forcep was broken when loading the primary lens. The surgeon decided to use a similar forcep and the lens was torn. There was no patient contact. The reporter stated that the cause of event was a mechanical error, could not load the lens correctly.